Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient thought they ¿needed help with turning the device off¿found out once it was detached via antenna¿ they had nothing to do. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient wasn't sure how to tell if the implant was on or off. The patient reported they were having issues so they went to their urologist and determined that the implant was off. The patient stated that they must have accidentally turned it off because they got ¿button happy¿. The patient reported they turned the implant back on and determined that the issues were because it was off. The patient also reported that they noticed once that their implant moved around a little, they could feel it move when they turned on their side. The patient went to the healthcare provider and they checked their implant. The patient stated they would keep an eye on the implant and go to their healthcare provider if they noticed further issues. No further complications were reported.